Event description:
For a surgical procedure (laparotomy) in the hospital, an erbe icc 350 electrosurgical generator and a split dispersive electrode was used. The electrode was placed on the right femur of the patient. The skin was not cleaned or disinfected, but shaved and dried. The generator as set on auto cut 170/ effect 2 and auto coag. 1 (80/forc.). When the electrode was removed after the procedure (after 2.5 hours), skin was peeled off with it. This resulted in a bleeding wound of approx 136 cm2. The wound was bandaged with wet gauze, which was replaced frequently. The wound has healed well since.

Manufacturer narrative:
As the actual device could not be obtained, the retained samples of the same lot have been tested electrically, thermally, for their adhesion and inspected visually. All samples were found to perform within the limits and no faults could be detected. As replied in the questionnaire, the pt had been treated with cortisone (among other medication) and her skin has been described as dry and atrophic ("kortisonhaut" = "cortisone skin"). We conclude that the skin of the patient had been weakened by the continuous cortisone medication. It is unk how the electrode had been removed from the patient and whether special consideration had been given to the state of her skin. The instructions for use provided with the product will be amended to point the attention of users to special skin conditions upon the removal of the product.